Manufacturer narrative:
The technician found the limit switch tab was bent. The technician straightened the tab to repair the bed.

Event description:
Info received indicates the reverse trendelenburg is not engaging.